Event description:
It was reported that when the devices were used during an gastric bypass procedure, the first would no close on tissue and the second would not fire completely. A third device was used to complete the case, with no consequence to pt.